Event description:
As reported, during a bi-lateral ureteroscopy (urs), a total of four ncircle tipless stone extractors from three different lot numbers were used. When the first extractor was opened, only two wires deployed and they were unable to grab the stone. The next two extractors, the handle moved as normal but no basket deployed at all. The fourth extractor worked properly and they were able to extract the stone. It is unknown which lot number is associated with any of the devices used. Reference patient identifiers (B)(6) for the other two lot numbers used. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
PMA/510k # ¿ exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 02sep2022: there were 4 devices used from two different lot numbers during the procedure. When the first extractor was opened, only two wires deployed and they were unable to grab the stone (reference MDR # 1820334-2022-01144). The next two extractors, the handle moved as normal, but no basket deployed at all (reference this report).

Manufacturer narrative:
Event description: as reported, during a bi-lateral ureteroscopy (urs), a total of four ncircle tipless stone extractors from two different lot numbers were used. When the first extractor was opened, only two wires deployed and they were unable to grab the stone (reference MDR # 1820334-2022-01144). The next two extractors, the handle moved as normal but no basket deployed at all (reference this report). The fourth extractor worked properly and they were able to extract the stone. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Investigation - evaluation reviews of documentation, complaint history, device history record (DHR), manufacturing instructions, instructions for use (IFU) and quality control procedures were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other related complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents was conducted. All extractors are verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU), provides no information related to reported issue. There are multiple possible causes for the reported issue of the baskets not opening properly. Without the devices available to investigate, the nature and cause of the issue could not be determined. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.